Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer initially reported the knob (energy select switch) was broken. A philips field service engineer (fse), confirmed the knob was not functioning. There was no patient involvement.